Event description:
Ligasure handpiece was in use during a low transverse c-section with bilateral salpingectomy. Per report by staff, the ligasure handpiece "kept getting stuck and wouldn't open." It is unknown if the provider disengaged the handpiece properly. The device was removed from service.